Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number.